Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) distal end of the cathether shaft was bent approximately 5 cm from the tip, damaged at implant.

Event description:
During ablation procedure, after insertion of the catheter, the curve at the distal end was not within expectation. A new catheter was used. The procedure was completed without further complication.

Event description:
During ablation procedure, after insertion of the catheter the curve at the distal end was not within expectation. A new catheter was used. The procedure was completed without further complication.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.